Manufacturer narrative:
Product analysis: (B)(6) visual microscopic functional visual analysis reveals that one ear of the space has broken and the other is twisted from contact with the ti portion. There are witness marks on the nose of the spacer indicating that the implant came into contact with disc space causing pressure to be placed on the ears. The above observations are consistent with implant fracture due to brittle overload during attempted implantation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively while inserting the cage the tip part of peek came out. The device was came in contact with the patient a l-5 posterior vertebral body epiphysis. The root of peek was broken. No patient complications were reported due to this event. No broken device fragments were remained in patient.